Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a bubble sensor errors; blockage alarm was triggered¿ was not confirmed because the test results (the measured values) were within the product specifications. A "high pressure" alarm was recorded in the event log multiple times. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that bubble sensor errors occurred frequently. There was a patient involvement, but no patient harm or adverse event reported.